Event description:
It was reported the customer was hospitalized for high blood glucose. The customer's husband reported that his wife's blood glucose was rising although they had attempted to correct their blood glucose. The husband stated his wife became incoherent and passed out. It was found the wife was hospitalized from (B)(6) 2014 with a blood glucose around 400 mg/dl. The wife with treated with manual injections and liquid. It was also found the customer's pictocin levels were out of the normal range. The husband believed his wife's high blood glucose was attributed to an issue with the tubing. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).